Event description:
It was reported that a patient underwent a fusion procedure with hardware implantation. At an unknown time post-op, it was reported that the patient "felt something snap and received severe pain." It was discovered via x-ray that there was a broken screw. At this time a revision surgery is planned but has not been performed. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage approximately ~2-3 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with ratchet marks at the area of crack initiation, followed by progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately ~30% of the way through the cross-sectional area of the bone screw, consistent with overload. Unable to definitively determine specific root cause of the foregoing event from the available information.